Event description:
It was reported that when the customer arrived on a pt related incident, the device failed to power on. A back up device was available within a minute to provide the pt care. The pt was transported to the local hospital without any further issues. The device use had no adverse effects on the pt and there were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to power on. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined the cause of the failure to be a shorted ic chip designator u5.